Event description:
Patient's meter does not power on. Patient used another bg meter and was able to test their blood sugar. Ccr had patient insert a test strip with the contact bars end first and facing up, or press m button, and meter still had no power. Patient checked that the batteries are good and they are correctly installed (positive + side up). And meter still had no power. Ccr sent patient a new meter.